Event description:
Patient in operating room and the designated/ordered lens implant placed in operative eye. Implant was a CT lucia lens. After implantation, surgeon reported to team in the or that he discovered that the haptic junction was loose. Lens removed and ma60ac lens opened to the field for replacing original choice due to defective lens. Packaging saved for materials manager who then reported to the manufacturer.